Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification (bio ID) reader was not working. A field service engineer observed no power indication at the bio ID reader. Disconnected and reconnected the bio ID cable, restoring power. Inspection revealed the cable was secured too tightly, causing the connector to be only partially seated. The bio ID cable was rerouted to relieve strain and ensure proper connection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, after entering the username, the system prompted for a password and displayed a message indicating that the bioid required maintenance. The bioid was unplugged and plugged back in, the system was powered off and on, and a reboot was performed under system maintenance.there were no adverse events or injuries reported based on this event.